Manufacturer narrative:
Section a: corrected. Section h6 - health effect codes: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of low speed and pump stop events; however, evaluation of the replaced portion of the driveline did not confirm an issue that would have contributed to the events observed within the log file. The submitted log file contained data from (B)(6) 2025. The fixed speed was set to 9600 revolutions per minute (rpm) with a low-speed limit of 8600 rpm. Low flow hazard alarms, low speed hazard alarms and a motor stopped alarm were captured on (B)(6) 2025, between 08:39:49 and 08:39:52. These events occurred while the patient was operating on the power module. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. No other notable events or alarms were captured. A distal-end driveline replacement was performed on (B)(6) 2025 and approximately 15.5¿ of the distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline layers were carefully removed to evaluate the underlying wires. Examination of all underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical issue. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6), and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided to confirm that the driveline repair was performed on 08aug2025. The entire external portion of the driveline was replaced with no issues. The center elected to wait for analysis before placing the patient back on a grounded patient cable.

Manufacturer narrative:
Section a: patient information not yet confirmed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a lone pump off while in the clinic and on the grounded patient cable. Following review, log files captured a pump stop event and low flow alarm on (B)(6) 2025 at 0839 while connected to the power module. The patient had not connected to wall power for the entirety of the log file. It appeared to be a short to shield condition. Provided x-ray images did not have any obvious areas of shield breakdown. A splice would be performed on (B)(6) 2025, pending patient and center availability. Additionally, the site noted that a driveline repair was scheduled to be performed on (B)(6) 2025.